Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. A non-bsc guide wire was used to cross the target lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used and advanced to dilate the target lesion. Upon first inflation at 4 atmospheres the balloon ruptured. The device was then exchanged with a 1.5mm coyote es otw balloon catheter. The procedure was completed with a 2.5mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.